Event description:
This is the first of two reports (same product ID, same problem, same facility). Linked to mfg report: 3004608878-2016-00360. The a1059 mayfield modified skull clamp was in use on a male patient. When the patient was flipped and repositioned, the mayfield pins moved and caused injury. A medical intervention/revision was required. No further detail was provided for the injury or revision. Additional information has been requested.

Manufacturer narrative:
Investigation completed 12/20/2016. Method: -device history review, -trend analysis, -failure analysis. The device history record for the unit(s) listed in this complaint under lot code/work order: 131/(B)(4) manufactured on march 31, 2013. No abnormalities relate to reported incident found nor where there any variances, mrr¿s or reworks associated with this lot/work order number. No service history is on file for this device. No manufacturing or design related trend has been identified. The returned unit passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure; this would not have caused a slippage however. When unit is properly positioned and put under pressure, unit would not have slipped. General maintenance and cleaning required. In summary, we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2013 with no prior service history. The mayfield patient positioning for success chart has been provided to the customer as a refresher tool.